Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21 cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
It was reported dirt and attached foreign matter. The dirt area is between about 10cm from the catheter head to about 14cm from the catheter head. Foreign matter which look like fiber were attached at several places of the catheter around the dirt.